Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture .a product sample was received for evaluation. Visual and functional testing were performed. No physical damage of the device. Multiple power-on self-tests revealed "system failure: force sensor test" error. Error history log review found a system failure: force sensor test error . The root cause of the reported issue was found to be the device lost calibration. Actions were taken to mitigate the reported issue: calibrated the device and performed all functional tests which passed.

Event description:
It was reported that the pump had a system failure force sensor test. No patient injury was reported.